Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that in a case the 3d spin happened, but while it was transferring to the navigation system both the imaging system and the navigation system became unresponsive. The site rebooted the systems. Once they were up, the site tried to manually push image to the navigation system since there was a nav tag on the image and there was green line of communication between the systems. However, when trying to transfer it the mobile view station (mvs) showed an error stating failed to upload dicom. A new imaging system was brought into the room and a new spin was taken that successfully transferred. There was no patient impact reported and a less than one hour delay to surgery.

Manufacturer narrative:
Additional information: patient weight (B)(6) lbs. Additional information: the site found that by not plugging in the network cable until both the image acquisition system (ias) and mobile view station (mvs) were fully connected, then hitting change after connecting the cable and manually selecting the navigation system instead of auto-populating, the issue could be fixed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is also being reported under part 803. Supplemental aro information is as follows: 3d dose absorbed (patient): 0.81 msv (negligible) 1 - patient total number of people in or unknown. (B)(6). If information is provided in the future, a supplemental report will be issued.